Event description:
The customer reported a speaker malfunction message. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.